Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnosis procedure and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the x ray was not possible. Fse tried to reboot the system but even after reboot, problem persist. Fse performed the troubleshooting action and found issue with the wired foot switch. The fse replaced the wired foot switch. After replacement of defective part, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x-ray was not possible due to the defective wired footswitch. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that x ray was not possible. Troubleshooting actions showed a problem with the wired footswitch. The fse replaced the wired footswitch and returned the system to use in good working order. Philips has continue to investigate of the complaint.